Event description:
Caller alleged discrepant imprecision results compared with the lab results as follows: date: (B)(6) 2012, inratio: 0.8, lab: 1.9. Time between testing: unknown. Patient's therapeutic range: 2.0 - 3.0 inr.

Manufacturer narrative:
Investigation pending.